Manufacturer narrative:
(B)(4). Batch # unk. The following additional information was received: "the device was used on the breast surgery. There was no bleeding, leakage or damage on tissue due to the clip unformed. The patient is stable after the operation. The yellow foreign matter was found when the package was opened, so the device with the foreign matter was not used for the patient." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open mammectomy, clip could not be fed into the jaw properly and clip scissoring occurred to 1st device (lot#: 783a98). It was found that yellow foreign matter was on the handle of the 2nd device (lot#: 581a20) before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.